Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined. Related reports: 3025141-2023-00675 and 3025141-2023-00677.

Event description:
It was reported an olecranon fracture surgery was performed using the elbow plates. And everything went well with this plate. A coronoid plate was also used for the corresponding fracture. When the first two 2.7mm screws were being inserted into the coronoid using power, the screws broke at the screw head level, leaving the screw stems inside the patient's bone. The surgery was completed using this the remaining screw holes in this coronoid plate. The surgery was prolonged by a few minutes. No other adverse patient consequences were reported. As the coronoid plate was implanted, it is not available for return and evaluation. It was reported on the heads of the two aforementioned screws are available for evaluation. It was reported the devices are not available for evaluation. Report 2 of 3 for this event.